Manufacturer narrative:
Complaint conclusion: as reported, during a power injection, a 5f infiniti pigtail catheter separated at the hub. There was no report of patient injury. The product will be returned for analysis and a picture has been provided. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A picture was received. The picture shows a product label from catalog 534552s (cath f5 inf pig145 110cm 6sh). Furthermore, a diagnostic catheter infiniti pigtail with its luer hub separated was observed. No more details about the luer hub separation can be observed through the picture. A review of the manufacturing documentation associated lot 17417514 revealed no anomalies during the manufacturing and inspection processes. The event reported as ¿luer hub - separated (peripheral)¿ was confirmed through the picture of the hub separation. The cause of this event cannot be conclusively determined since only a picture of the product was received and no further analysis could be performed. According to the product instructions for use, users are warned to not exceed maximum pressure rating printed on label and hub. Furthermore, users are cautioned to prevent kinking of 5f (1.65 mm) and smaller angiographic catheters, and specifically the 4f (1.35 mm) infiniti pigtail catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During power injection, it was reported that a 5f infiniti pigtail catheter (145x110cm) separated at the hub. There was no report of patient injury. The product will be returned for analysis and a picture has been provided.